Event description:
On 6/16/95, this pt received a tracheostomy for ventilatory dependence and chronic-aspiration. After the surgery, the nurses were using the saliva ejector to suction secretions around the tracheostomy. On 6/25/95, the pt was found in full cardiac arrest. At the beginning of the code, it was noted that the saliva ejector was stuck inside the opening of the tracheostomy and was completely occluding the airway. The pt expired at 0056 on 6/25/95. It appeared to the untrained eye that the ejector belonged in the tracheostomy due to it's design, color and fit.